Event description:
It was reported that the patient collapsed at home. When an ambulance arrived, an ECG strip recording showed pacing spikes and atrial capture but no ventricular capture. The patient was externally paced, then the internal pacemaker appeared to function correctly. Shortly thereafter, the patient became asystolic and had to be externally paced. The patient was hospitalized and the device was replaced. The patient's condition was stable after the event.